Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the spike arm instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; g1; g3; g6; h1; h2; h3; h6. Correction to h6 component code. The complaint event is confirmed by the returned product evaluation. Visual examination of the returned product showed signs of repeated use (nicks, dings, and wear marks on the post and surface marring along the top surface of the groove). A small spike is fractured at its base; not all the pieces were returned. The device has a potential field age of 13+ years. Dimensional analysis of the product determined that, when measured, conformance to print specifications. The device history records were reviewed and searched for deviations/anomalies, with none identified. The device has a potential field age of thirteen (13) years and exhibits signs of repeated use. The root cause of the reported event is wear and tear on the device from repeated use over time. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h8, h11. D4 - UDI is not applicable, the device was manufactured prior to di publish date. Visual examination of the returned product showed signs of repeated use (nicks, dings and wear marks on the post and surface marring along the top surface of the groove). A small spike is fractured at its base; not all the pieces were returned. The device has a potential field age of 13+ years. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history records were reviewed and searched for deviations/anomalies with none identified. A review of complaint history found no additional related issues for this item and the reported part and lot combination. The device has a potential field age of 13 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.